Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure, it was observed that the steel wire on the large needle driver instrument was broken. There were no missing or fallen pieces reported. The instrument was removed from the patient and the planned surgical procedure was completed with an instrument of the same type. There was no patient harm, adverse outcome or injury reported.